Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the recharger will not charge while on the dock. The three battery lights continuously blink in an ascending pattern. The recharger would not respond when the power button was pressed. When asked for an event date the caller stated that the recharger has not been responding for a couple of months. The caller also stated that the recharger worked fine for a couple times and then since january the patient has been unable to recharge. The caller stated that rep was originally notified so the caller did not know what the notify date was. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss sent request to replace the recharger. The caller indicated that they would attempt to charge the patient's ins with a second recharger during the appointment on (B)(6) 2022. Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the call for the event documented in case (B)(4), the caller stated that they had a situation with a different patient in which the recharger was stuck in open loop recharging. The caller indicated that they called pats and a replacement recharger was sent. The event would have been reported during the call to pats and the caller would not have had the case number. Additional information was received from the manufacturer representative (rep). The rep said that they haven't been able to meet with the patient given that patient keeps rescheduling appointment however, it appeared that the patient had let the charging disc go completely dead and did not properly take care of the issue. The patient is waiting for the new recharger.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger, h3: analysis of the wireless recharger (s/n: (B)(6) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA: 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.